Event description:
After undergoing revision surgery, the patient became infected, leading to the removal of all implants. The infection was discovered by the surgeon, localized in the shoulder joint. The surgery to remove the implants occurred shortly afterward. Microorganisms were not identified, and there was no prior infection near the surgical site. The sterile barrier of the device package remained intact, and no re-sterilization was performed before surgery. No environmental monitoring alerts were recorded before the surgery. The infection was reported by the surgeon, who then proceeded to remove all implants and insert a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the product is not available for return.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention, and the aftercare. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
After undergoing revision surgery, the patient became infected, leading to the removal of all implants. The infection was discovered by the surgeon, localized in the shoulder joint. The surgery to remove the implants occurred shortly afterward. Microorganisms were not identified, and there was no prior infection near the surgical site. The sterile barrier of the device package remained intact, and no re-sterilization was performed before surgery. No environmental monitoring alerts were recorded before the surgery. The infection was reported by the surgeon, who then proceeded to remove all implants and insert a cement spacer.